Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "cassette not attached properly reattach cassette" alarm when latched in open position. No patient injury reported.

Manufacturer narrative:
Other, other text: b5: additional information received via email on 19-oct-2021 and attached to complaint: no patient injury. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found smiths tampered seal label was intact, scratches found on lcd lens screen. The customer stated problem was not duplicated. Device was able to pass functional tests, however error was found in the device ehl (event history log) multiple times. Replaced the dso (downstream occlusion sensor) for preventive measure. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: h6: event problem and evaluation codes: corrections after device evaluation